Event description:
Large hydraheat pack removed from the hydrocollator, clear warm gel was coming out of a seam that was open at the bottom. Not used on a patient. Manufacturer response for hydraheat pack, richmar (per site reporter) will obtain.